Event description:
New information received notes that the right atrial lead also exhibited high capture threshold.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A partial lead was returned in two pieces for analysis. Unable to perform impedance test due to the condition of the lead received. Electrical testing, visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
New information received via product receipt notes that the right atrial lead also exhibited unspecified capture anomaly.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was explanted and replaced. The patient was discharged with no patient consequences reported.